Event description:
It was reported that air was observed in the line, of an unknown tubing set. This occurred during patient infusion with a non-baxter infusion pump. The reporter stated that the pump alarmed for air in the tubing and there were no known technique or process errors. The infusion was stopped in order to prevent the air from reaching the patient. There was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.